Manufacturer narrative:
Investigation summary: five 31g x 5mm pen needle cartons and eight photos were returned from lot. No. 8352653, cat. No. 320129. Visual examination was carried out on the returned photos and samples and it was observed that the laser print on the cartons was double printed. Investigation conclusion: visual examination was carried out on the returned photos and samples and it was observed that the laser print on the cartons was double printed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: this issue most likely occurred due to operator intervention on the line which led to over printing of the lot information. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced no label or missing/illegible label information. This product defect was noted prior to use. The following information was provided by the initial reporter: barcode printed double.